Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with excision of vaginal warts due to sui; cystocele, urinary urgency and frequency, genital warts it was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and vaginal scarring. On (B)(6) 2012, the patient underwent a cystoscopy and exam under anesthesia due to vaginally eroded bladder sling. On (B)(6) 2012, the patient underwent excision of vaginal mesh sling due to mesh erosion. On (B)(6) 2014, the patient underwent diagnostic cystoscopy, cystocele repair and vaginal vault suspension (sacrospinous ligament) due to pop. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.